Manufacturer narrative:
Evaluation summary: it was caused due to the laser output in the biopsy channel. It is customer misuse. This report is being filed as part of the pentax backlog management plan.

Event description:
After bronchoscopic laser treatment, the biopsy outlet burned out. This event occurred at the time of after use. There was no report of patient harm.